Manufacturer narrative:
The company service representative examined the system and no problems were found with the system or phaco handpiece. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction surgery the patient experienced a burn at the incision site. The surgery was completed on the same day. Hospitalization of the patient was not required. Patient symptoms have resolved. Additional information has been requested. Additional information received indicated the patient required a suture to close the wound.